Event description:
It was reported that when removing the 2.0x30mm mini trek balloon dilatation catheter from the hoop dispenser coil the balloon was stuck together with the stylet and was noted the device was distal shaft was separated into two separate pieces. A 2.0x20mm mini trek was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported separation could not be determined. Possible factors that may contribute to a separation include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.